Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system had a blank screen. There was no report of patient involvement.

Manufacturer narrative:
This event was reviewed by product engineering. Per product engineering, the user reported a black blank screen during system startup. Ventilation can't be started with a blank screen so this prevented use of the system. This is not a reportable malfunction. This event is not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The system was disconnected from the ac power for 10 minutes then restarted on batteries. The system started normally. Then the system was restarted on ac power and restarted normally. The system continues to operate per design.